Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) using right internal jugular vein access that the patient developed pericardial effusion due to the rvlp having to be moved a total of three times with rapid effusion formation noted directedly after second repositioning. A pericardiocentesis was performed to address the effusion. The patient did well in the follow-up period with no further events.

Manufacturer narrative:
Correction: h6: investigation conclusions code updated to cause not established.